Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device would not detect the connection of the patient through the defibrillation therapy electrodes. It was reported that the customer arrived on scene approximately 20 minutes after the collapse of the patient where the patient¿s wife found him unresponsive. The wife started CPR immediately and continued until the customer arrived on scene. Upon arrival, the patient was described as being cold and cyanotic and the customer connected their device and consistently received a ¿connect electrodes¿ message from the device. The customer tried to disconnect and reconnect the electrodes with the same result. Approximately three (3) minutes after the customer arrived on scene and observed the initial device issue, a backup device arrived with the local fire department. The fd¿s device was connected to the patient using the same defibrillation therapy electrodes and was able to detect the patient. The patient did not survive the event. No additional details of the patient event have been made available. The customer (unit chief - health care professional) has indicated that due to the patient's condition and their downtime before the customer's arrival, the reported device issue did not contribute to the death of the patient.